Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection the motor drive unit did not recognize the default settings for the blade. There was backup device available and no delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. A functional evaluation was performed and the mdu failed the blade ID test. Cause of recognition failure is a defective hall board. The complaint investigation has concluded that the cause of the hand piece sensor fault is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.